Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had all programs at maximum but could no longer feel anything. No further complications were reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID (B)(4) lot# v434036 serial# implanted: explanted: if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on august 21st reported at the time of the fall there wasn't a device concern or change of therapy. The patient stated their device had nothing to do with the falls. The patient noted they had to schedule an appointment to have the lead replaced. The patient stated hopefully soon the device not performing, loose leads, and not feeling stimulation would be resolved. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated they don't think their stimulator was working. They have all programs as high as they can go, and could not feel anything. The patient stated they were up every 1 - 2 hours at night, and feeling very sleep deprived. The programmer showed that the stimulator battery was good. No further patient complications have been reported as a result of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v434036, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that it seemed that the leads had come loose. The patient noted that they have had several falls and were miserable not having the device performing as it should. No further complications were reported or were expected.